Event description:
As part of a legal mediation effort on (B)(4) 2013 intuitive surgical, inc. (Isi) received information including medical records of a patient who underwent a da vinci si hysterectomy procedure on (B)(6) 2011 due to abnormal uterine bleeding. On (B)(6) 2011, the patient returned to the hospital's emergency room (ER) complaining of abdominal pain and swelling. According to the operative (or) report regarding the surgery on (B)(6) 2011 the surgical procedure was successfully completed. The patient's uterus was removed vaginally and without difficulty. There was no allegation that a malfunction of the da vinci surgical si system, instruments or accessories occurred and there was no indication that the patient experienced any intraoperative complications. It was stated that the patient was awakened and taken to the recovery room in stable condition. The patient was discharged from the hospital on (B)(6) 2011. During the patient's ER visit on (B)(6) 2011, the patient reported abdominal pain, blood spotting and that sexual intercourse was painful. According to an op report dated (B)(6) 2011, the patient had to undergo a surgical procedure for vaginal cuff revision and small bowel serosal defect repair. Reportedly, during the surgical procedure it was discovered that the patient's small bowel had adhered to the vaginal cuff. The vaginal cuff was gently dissected bluntly. Upon inspection of the patient's bowel, small serosa defects were observed where it had adhered to the vaginal cuff. Reportedly, the affected areas were repaired with sutures and the bowel was then packed away inside of the peritoneal cavity and the vaginal cuff was properly closed with 2.0 suture. Good hemostasis was obtained. There was no allegation that the patient experienced any surgical complications. The patient was discharged from the hospital on (B)(6) 2011 with no report of ongoing complications.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the injury sustained by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided does not contain any allegation of a malfunction of a da vinci system, instrument or accessory. Isi has contacted risk management group at the site to gather additional information; however, as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. Based on the information provided, this complaint is being reported due to the following conclusion: the patient experienced post surgical complications post a da vinci si hysterectomy procedure. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the post-surgical complications experienced by the patient.